Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a heartmate 3 and had a regular postoperative course, however, on (B)(6) 2020 the patient suddenly experienced a low flow alarm with a flow value of 0.0 liters per minute. The hospital performed a trans-thoracic echo (tte) and found a structure in the left ventricle close to the inflow cannula. The patient became hemodynamically unstable. Mechanical reanimation was performed and the patient was intubated. During the reanimation the pump flow went up. In a follow-up tte the structure could no longer be found. Log files were provided to the manufacturer's technical services and the event was confirmed during the log file analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these alarms could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas and the report of an unknown structure in the left ventricle could not conclusively be established through this evaluation. The submitted log files contained data from (B)(6) 2020 and found that the pump maintained a speed at or above the low speed limit (lsl) without issue. Multiple low flow controller fault flags were captured on (B)(6) 2020 from 11:17:53 to 11:28:34, with calculated average flow as low as 0.0 lpm. Low flow hazard alarms were triggered when the low flow values persisted for 10 seconds or longer. Elevated calculated average pi values were also noted during some of the low flow events. Despite the momentary low flow conditions, the system appeared to be operating as intended and there were no other notable alarms active in the log files. The patient remains ongoing on the device with no additional complaints at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28feb2020. The heartmate 3 lvas IFU provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: there was no further treatment needed related to this event. The patient had no further issues and the plan of care was standard treatment for vad patients.